Manufacturer narrative:
Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Procedure performed: n/a- "we opened a malleable jaw assembly a0l75. The surgeon bent it to adjust the angle before applying it, and a small plastic ring broke off. Luckily we believe we found all the pieces. The ring was located at the join of the malleable shaft to the jaw assembly. The clamp was unable to be used after this as it was completely malleable. Couldn't make it rigid." Patient status: "fine".

Manufacturer narrative:
Evaluation summary: the event device was returned for evaluation. Upon visual inspection, product damage as described by the customer was confirmed. Engineering noted the epoxy used to bond the spine and jaw assembly had separated. A strong external force likely caused the separation. A review of the manufacturing records indicated this lot passed all manufacturing and quality inspections. The root cause could not be determined. A review of the complaint records history since january 2013 indicated that this was the first event of this kind. Although the root cause of the customer's experience could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.